Manufacturer narrative:
Additional narrative: the devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot codes required were not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. See section d for any product information received. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update¿ pfs and medical records received. After review of the pfs and medical records for MDR reportability, the patient does not allege in the pfs, nor does the medical record indicate the presence of pain in the right hip. There is no discussion within the medical record about the need to revise the right hip. The revising surgeon for patient's left hip ((B)(6) 2011) did indicate the presence of elevated metal ions, but no metal ion lab values are available to review. Because the record does not indicate any problems with the right hip specifically, the stem will not be added to the complaint at this time. Patient harm changed to asymptomatic. Prod/lot updated for previously reported products.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges the patient suffers from pain.